Event description:
During surgery for extracting hansson pin, it was found that the proximal pin could not be extracted because the inner extracter could not be inserted due to the hook being too extruded. The surgeon removed the distal pin and wound was closed as the proximal pin was left in the patient.

Manufacturer narrative:
Additional info has been requested and if received, will be submitted on a supplemental report.